Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter was in a boat and the pump got splashed and it is no longer working. Caller stated that the pump flickers on and off. Customer texted her dad telling him that it seems like the pump is working except for the up arrow. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan. Customer's father declined the loaner pump.